Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of the precision xtra meter is 5 years. As the manufacturing date of this product is 2011, it has been in distribution beyond its useful life as of the date of event. No further investigation activities are required if the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is based on the customer's report of "month or march". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the meter not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced tremors, sweating, loss of strength, and a seizure and self-treated with sugar. Customer also reported requiring unspecified third-party treatment. No further details were reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter.no issues observed. Meter powered on with button depression and retain strip insertion. Blank screen was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement adc device was reported. The replacement device was issued due to the meter not powering on with button press or test strip insertion. Due to delivery delay, customer was unable to test and experienced tremors, sweating, loss of strength, and a seizure and self-treated with sugar. Customer also reported requiring unspecified third-party treatment. No further details were reported. There was no report of death or permanent injury associated with this event.